Manufacturer narrative:
The rf assure model 200e was received for evaluation. The evaluation did not confirm the reported issue of a false positive detection. The unit was powered on and functioned as intended with no errors. The investigation could not determine a root cause or a probable root cause of the customer's report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit exhibited false positive detections. The customer swapped out the unit in order to complete the case. An x-ray was performed on the patient to ensure no retained objects. There was no patient injury.